Event description:
It was reported that the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Although we were unable to duplicate the event, and found no defect with the peformance of the unit, we replaced the switch as a precautionary measure.